Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in a mildly tortuous and mildly calcified blood vessel. A 5.0mm/2.0cm/50cm peripheral cutting balloon was selected for a percutaneous shunt dilatation. During the procedure, third inflation was achieved, and with a pressure of 10 atm. However, the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.